Event description:
Per independent repair center statement the unit was alarming. The key failure was the sieve beds were saturated and dusted. Additional malfunctions include the power switch had no alarms.